Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that when the patient connected to the patient programmer (pp) a dr. With stethoscope message displayed. The patient stated that they had to turn the stimulation level down when laying so they didn't feel like being electrocuted. It was also reported that it was taking longer to fully charge the ins, having increased from 3.5 hrs. To 4 hrs. No additional patient symptoms, and no additional device complications were reported for this event.